Manufacturer narrative:
(B)(4). Batch # t5af6f. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with two gst45g reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: were any issues with device performance or staple form noted? No malformation was noted during the case. Did patient receive chest tube during or immediately after procedure? Patient received during procedure. How long after initial procedure was leak identified? 1 day. If chest tube placed intraoperatively, how long after removal did patient present with post-op air leak? 1 day. How was the post-op care of patient changed? Patient was monitored and leak subsided on its own. Approximately how much longer than usual was chest tube in place? 2 days. What is the current patient status: patient has returned home and recovering as expected.

Event description:
It was reported that one day post op of a vats lobectomy, there was a subq air leak in the patient. A chest tube was placed. There have been no further patient consequences reported.